Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients who sent an a04 admission, discharge, and transfer message out of epic did not cross over to pyxis. A technical support specialist (tss) reviewed the issue related to server and data synchronization concerns. The tss informed the customer that the servers had not been rebooted for several months and requested a preferred date and time to perform a reboot, explaining that the reboot was required to refresh system memory and ensure operating system updates were properly applied. The tss performed downtime checks and observed inconsistent message timing during review. Due to the ongoing nature of the issue, the case was reassigned to the integration engineering support team. Additional examples provided by the customer indicated that certain patient status messages were received out of sequence, and newer examples were awaited. No resolution was identified during this review, and the customer later confirmed that the case could be closed and informed that a new case would be opened if there were any additional reports of patients not appearing when an a04 message was sent. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients who sent an a04 adt message out of epic did not cross over to pyxis. Multiple reports had been received from end users indicating that patients arriving for outpatient procedures did not populate in pyxis. The common factor for these patients was that they sent a registered (a04) adt message from epic. The customer checked with the integration team, who confirmed that the message was sent and acknowledged by pyxis, indicating that the messages did not appear to be filtered out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.